Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the suture line did not hold. The patient had to be re-operated upon (B)(6) 2011. The patient status is reported as well.

Manufacturer narrative:
(B)(4).